Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3550-39, lot# n191758, implanted: (B)(6) 2009, product type: accessory. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead.(B)(4).

Event description:
It was reported that the patient normally felt a ¿buzz¿ in her leg, but she stopped feeling it (B)(6) 2014. The patient broke her left foot at the beginning of (B)(6) and she wanted to use her device, but could not. During the time of report, the patient was able to connect with her implant and she was able to feel stimulation. Stimulation was felt more on her right side, and normally stimulation was stronger on her left side. After the patient turned up her stimulation in program 2, she was able to feel stronger stimulation in her left foot. It was thought that the patient could not feel stimulation/adjust because the therapy was off, until she was instructed on how to turn it on again on the day of the report. It was further reported that the issue was resolved. If additional information is received, a follow up report will be sent.